Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the operators are intermittently getting communication errors when connecting different scopes to the evis exera iii xenon light source. The operators did not provide an error code. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to clean connectors on scope with an alcohol prep pad, allow to dry reconnect, have the processor / light source off when removing and when connecting a scope, track the serial number of the scope, power off processor / light source, reseat the digital light source cable, and clean the light source socket. Tac also mailed the maj-2087 light source cleaning kit instructions for use and recommend cleaning the socket every few months. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.